Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent endocervical curettage due to genuine stress incontinence, history of cervical stenosis and low-grade squamous intraepithelial lesion of the cervix. It was reported that following insertion the patient experienced pain, erosion, bleeding, urinary problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent release of tension free vaginal tape on (B)(6) 2005 due to urinary retention secondary to tension free vaginal sling. It was reported that the patient underwent revision of sling on (B)(6) 2005 due to dyspareunia and erosion of tape. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.